Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an unknown total joint replacement on an unknown date. Subsequently, the patient's doctor advised that the implant should be removed "due to bone disorientation." At the time of reporting no date was given for the advised procedure. No further patient impact reported. No further information available.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced pain and osteolysis. As a result, the patient underwent a left knee revision approximately 6 years and 5 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b1, b2, b3, b5, d1, d6a, d6b, d10, e1, e2, g2, h6 - health effect - clinical code, health effect - impact code and h11. D10: 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5: 5394041. 02-022-35-3509 - trul tib imp ps insert sz 3.5 9mm: m008232. 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t: 5506439. 200-07-32 - advanced patella 32mm 3 peg implant: 5649841. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.